Manufacturer narrative:
This follow up is being submitted to include additional coding in section h6 for type of investigation that were not included in the supplemental report. The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including washing the probe and mixers but was unable to determine a single definitive part the likely cause of the results issue. The alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6) . There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: 1.6 to 2.6 mg/dl. Patient 3: initial result = 8.36 mg/dl, repeat result = 1.62 mg/dl. Patient 5: initial result = 7.32 mg/dl, repeat result = 1.72 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including washing the probe and mixers but was unable to determine a single definitive part the likely cause of the results issue. The alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6) . There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: 1.6 to 2.6 mg/dl patient 3: initial result = 8.36 mg/dl, repeat result = 1.62 mg/dl patient 5: initial result = 7.32 mg/dl, repeat result = 1.72 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 3, patient 5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: 1.6 to 2.6 mg/dl. Patient 3: initial result = 8.36 mg/dl, repeat result = 1.62 mg/dl. Patient 5: initial result = 7.32 mg/dl, repeat result = 1.72 mg/dl. There was no impact to patient management reported.